Event description:
It was reported a pleural effusion noted. During a watchman left atrial appendage closure (laac) procedure, a nrg transseptal kit was selected for use. During device implantation, a pleural effusion appeared on the left side. An echocardiography and CT was performed. The device is not expected to be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported a pleural effusion noted. During a watchman left atrial appendage closure (laac) procedure, a nrg transseptal kit was selected for use. During device implantation, a pleural effusion appeared on the left side. An echocardiography and CT was performed. The device is not expected to be returned for analysis. It was further confirmed that a pleural effusion did not happen. Instead, a pericardial effusion (pe) was noted in the tee after transseptal passage, which was possibly due to a stiff wire injury at the left atrium appendage (laa). The nrg was not inside the patient at the time pe was noted. No difficulties with the tsp workflow were identified. Act was therapeutic during the procedure. A pericardial drain was placed. The patient was sent for cardiac surgery transfer for surgical management. The nrg was disposed as it was not considered a cause of the complication.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated fields: outcomes attrib to adv event (b2), describe event or problem (b5), in section b - adverse event/product prob; patient codes and impact codes (f10 and h6), in sections f - for use by uf/importer and h - device manufacturers only. Correction to the initial MDR in block(s) report source and report source (other) (g2), in section g - all manufacturers. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.